Event description:
The customer reported that the rubber discharge switch cover has been found to be damaged following the sterilization process. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control is currently trying to obtain additional details regarding the customer's sterilization process. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.